Event description:
It was initially reported that the physician's handheld was not holding a charge. The handheld was found to only hold a charge when the adaptor cord was held in a certain way. The adaptor cord was found to be loose where it connects into the handheld. Good faith attempts for product return have been unsuccessful to date.